Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4) applicable to leads (B)(4).

Event description:
Information was received from a family member/friend regarding a patient. It was reported that the patient was currently in the hospital for copd. They have difficulty breathing. The patient requested to have a manufacturing representative come to the hospital to show them how to recharge their device. It was noted that the patient has been having pain. It is unknown where the patient¿s pain is because they cannot speak. The patient was to follow up with their healthcare provider. The patient was implanted for spinal pain. Additional information received from the family member reported that the patient was in and out of the hospital for copd which the reporter did not think was related to the implantable neurostimulator (ins) device. The patient was in pain while in the hospital. It was stated that the ins only helped the patient sleep at night and to take few pain pills. It was also mentioned that the patient¿s left leg (knee/shin) was worse while in the hospital and was a problem ¿all along¿. The patient was in so much pain that they were crying. It was also reported that they had been diligent in checking and charging the ins but the patient had spent a lot of time on their back and ¿bundled up¿ so they weren¿t sure. The reporter would like to meet with the manufacturer¿s representative to make sure the ins was charged. The consumer was also going to schedule an appointment with the patient¿s primary care physician. Additional information was received from the patient's spouse reported that they were unable to tell if they were successfully charging the patient's implant. It was reported they sometimes see coupling boxes and that they had been adamant about recharging so overdischarge was not suspected. The consumer was looking for someone to verify and walk them through how to charge in person. No further complications were reported/expected. Information was received from a family member regarding the patient. It was reported that the patient has had a change in therapy. They stated that the patient can sometimes feel stimulation, but it is not going into their legs where their pain is. Thus, the patient is not getting any relief. The caller stated that the patient is worried one of their leads might be loose. It was noted that the patient has been in and out of the hospital for other physical problems. They explained that they originally thought the patient had copd, but the recent pulmonary specialist told them it was not copd but instead it is related to pulmonary fibrosis. The caller mentioned that the patient has been charging their implant, but has not really adjusted the settings. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.